Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 405 mg/dl, customer was in auto mode. Customer states that they gave correction with insulin and blood glucose level went to 412 mg/dl and blood glucose level came down to 362 mg/dl with another correction. The customer¿s current blood glucose level was 257 mg/dl. Customer states there was no kinks or bends and used same insulin. Customer states that they used to get 0.125 unit or stroke and they were getting 0.05 unit or stroke even though blood glucose was elevated. Customer declined high blood glucose troubleshooting. The device will not be returned for analysis.